Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly. This was first noticed 6 months prior to report. Patient is still able to use the infusion device to bolus, but he has to press hard using his fingernail. Infusion device has been in use for approximately 2 years, and patient boluses 2-3 times per day. The up button occasionally gets stuck when it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.